Manufacturer narrative:
Reliability analysis inspected 1 used enlite sensor and performed bicarbonate buffer test. Sensor passed per spec with accurate readings. Also observed cannula split from tubing.

Event description:
The customer reported via phone call of a low sensor alert. The customer stated that when she was sleeping, she got a low sugar alarm. The customer's blood glucose level was 168 mg/dl. The customer stated that she received cal error and a change sensor error. The customer was advised to remove and change out the sensor. The customer will be sent a replacement sensor.